Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary ac power had failed, thermal event has been reported. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer pyxibus cable was damaged. A field service engineer replaced the pyxibus cable and the issue was resolved, no hardware errors on startup. The system functioned as intended after the field service engineer repaired the device.